Manufacturer narrative:
(B)(4).

Event description:
It was reported that when administering the medication in the catheter placed in the male patient's jugular, the catheter was found broken. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. A device history record review was performed and it did not reveal any manufacturing related issues. A photo of the sample provided by the customer did not match any of the components in the reported kit. The probable cause of the broken catheter could not be determined based upon the information provided and without a sample. No further action will be taken.